Event description:
Additional information received reported that the patient was still having issues and a resolution was being worked on. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was doing well. Two weeks later, it was reported that the patient¿s impedances had been "our." It was indicated that this was what ¿out¿ referred to. It was unclear what this meant.

Event description:
It was reported the lead was 'out' and was replaced. It was unclear what was meant by that statement. The implantable neurostimulator was additionally removed and replaced at the same time. The patient outcome after the procedure was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot# j0437419v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).